Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. In returned condition, the cassette had been cracked on the infusion chamber wall. A calibrated console representing the current software version was used to test the sample. The sample passed initial pressure/vacuum calibration and no system message error was generated. Since there was damage to the cassette in returned condition, the cassette was not tested on the console to prevent potential damage to the console. A review of the report did not indicate there was damage to the cassette during customer use. The infusion chamber was then evaluated and the damage observed was consistent with damage from dropping or hitting the cassette with some external force. A few cassettes were taken to replicate the event by dropping from an elevated position and similar damage resulted. The infusion chamber was removed from the pinch plate and the welding profile inspected; the surface profile indicated a sufficient weld between the infusion chamber and pinch plate. The root cause of the customer's complaint could not be determined conclusively based on the returned condition of the cassette and available information. After review of this complaint, it has been determined that no further actions will be pursued at this time. Each final cassette assembly is 100% leak and flow tested after final assembly to mitigate this type of event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the product leaked during testing. The product was replaced and procedure completed with no patient harm.